Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette not attached error. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was unable to duplicate the reported problem. However, visual inspection after removing the downstream (dso) seal found that excessive loctite was use on the dso seal. Moreover, the downstream sensor was scratched. It was determined that the root cause was due to the intermittent dso sensor due to the excessive loctite and scratches on the dso sensor plate. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.